Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now immediately after changing the battery. The insulin pump also alarmed power error detected. Blood glucose value is unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. Pump error 25 and unexpected battery power loss alarms due to non-sleep anomaly software error.